Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device ). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and dyspareunia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), pelvic pain ("pelvic pain") and dysuria ("pain when emptying bladder"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia, abdominal distension, pelvic pain and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, dysuria and pelvic pain to be related to essure. The reporter commented: received treatment for pain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information updated. New events: dyspareunia (painful sexual intercourse),pelvic pain, pain when emptying bladder, pain when emptying bladder were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.